Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. Device evaluation summary: the device was visually inspected and inside the pebax looks red / brown and it was found a kink on the shaft. A second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, the catheter was connected to carto 3 system and no errors were found. A manufacturing record evaluation was performed and no internal action related to the reported complaint was identified. The customer complaint regarding error code 402 cannot be duplicated. The root cause of the damage on pebax cannot be related to the manufacturing process since there was evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure but this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. During the procedure, error code '402' was displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The error code 402 (magnetic sensor error) was assessed as not MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation. On june 3, 2020 it was noted that there was reddish/brown material in the pebax and there was a kink on the shaft approximately 27cm from the shrink sleeving. The foreign material in the pebax was assessed as not MDR reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The kink was also assessed as not MDR reportable. If a slight bent was observed in the shaft; however, the integrity of the catheter was not compromised and no internal catheter components were exposed, then the risk to the patient was remote. During additional evaluation on june 19, 2020, the pebax was found damaged (hole) with foreign material inside. The hole on the pebax was assessed as an MDR reportable issue. The awareness date for this reportable finding is june 19, 2020.